Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur.¿

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2015 due to a fractured liner. The liner fractured in vivo and all the pieces were retrieved. The fractured liner was replaced with a new one.